Event description:
IV infiltrated in right hand. IV solution of d10/0.2ns with kcl 20 mg/l and calcium 100 mg/100 ml at 17 cc/hr. Hand and forearm very edematous with two 11/2 cm blisters noted. Wydase injections given and silvadene ointment applied per orders. Good perfusion, blanching, and capillary refill noted. Unclear if pump failed to alarm for occlusion. Infiltration found when resetting for hourly infusion.